Manufacturer narrative:
Device was used for treatment, not diagnosis. It was reported the patient was scheduled for hardware removal in (B)(6) 2013, date unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. Placeholder.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: patient was implanted with locking screws on an unknown date. On (B)(6) 2012, the patient returned to the doctor and it was discovered the screws broke post-operatively. It was reported the breakage possibly occurred when the patient pitched a ball in a softball game without permission from his primary doctor after approximately one week after the surgery. The surgeon noted that the cause of breakage was the patients noncompliance with a limitation in range of motion. Patient was scheduled for removal in (B)(6) 2013, date unknown. This is 1 of 3 reports for the same event.